Manufacturer narrative:
The insulin pump alarmed button error after the device boot up and the esc button had intermittent button response button due to moisture damage on keypad traces noted. Moisture damage was noted on all electronic assemblies noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, he was on vacation, he fell into the water, and the insulin pump alarmed button error. Customer's blood glucose was 140 mg/dl. Customer stated they were camping and the device fell into the river. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.